Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked the circumstance that led to a sudden change in therapy and symptoms and patient¿s return of pain, patient stated the controller just stopped connected with the charger. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for spinal pain. It was reported the controller didn¿t work when it was plugged into the recharger and the screen went black. Patient stated the controller worked if it was not plugged into the recharger, and it worked fine if it was plugged into the wall and worked on its own. Patient then had to reset by removing the battery pack but then it did it again. Patient would be sent a replacement controller battery. It was noted the controller battery would not work if plugged into the wall. Additional information was received from patient on august-31-2018. Patient stated the controller/charger was blank screen. Patient said whatever she attempted to charge ins, controller went completely blank even the light turned off. Patient received replacement battery pack. Troubleshooting prior the call included plugged controller/charger into ac adaptor, powered controller off and back on, removed and reinserted lithium ion battery pack. Patient services (ps) checked connector pins on bottom of controller, battery compartment and recharger and patient stated they all looked fine. Patient noted that recently when she was on a flight, the controller was in carry on bag and that bag was dropped, the issue reported wasn¿t resolved. A replacement recharger and controller would be sent to patient. It was noted the recharger screen went blank when connected to the controller, and controller¿s screen went blank when attempting to charge, battery was at 100% when this happened. This would consider a sudden change in therapy and symptoms. Patient had return of pain, patient received battery pack, however controller was still not working when she started recharging ins. Additional information was received on sept-04-2018 from patient. Patient stated she received replacement battery pack and controller was still not working when she started recharging ins. It was noted now that the lithium battery pack and the controller had been replaced. Patient stated the controller was charging fine from the wall and it worked without the recharger plugged into it, but the second she plugged the recharger antenna into the controller, the controller screen went blank, so she couldn¿t charge ins. Patient was redirected to healthcare provider as at this point patient had all of her external equipment replaced (lithium battery pack, controller and recharger antenna). No further complication and event were reported.